Event description:
It was reported to philips that the therapy label for the device was peeling off. There was no patient involvement.

Event description:
It was reported to philips that the therapy label for the device was peeling off. There was no patient involvement.